Manufacturer narrative:
(B)(4). Batch # r9331y. Investigation summary: the device was returned with the tissue pad damaged, melted, not all present and a portion was not returned. The device was connected to a gen11 and the device did activate during functional testing. Although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that the closure indicator was broken and not making contact with the moving trigger. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the tissue pad melted during use. The surgeon commented that there was a possibility that the device was sometimes activated without tissue present between the jaws. The device was used on the blood vessels. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.